Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application. The customer reported that the freestyle libre 3 mobile application was lagging/had delayed reaction and would close itself. Due to this issue, the customer was unaware when they became hypoglycemic with symptom of no reaction and required treatment of glucose by work colleagues. No further treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an issue with the adc application. The customer reported that the freestyle libre 3 mobile application was lagging/had delayed reaction and would close itself. Due to this issue, the customer was unaware when they became hypoglycemic with symptom of no reaction and required treatment of glucose by work collogues. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to connect freestyle librelink app to receive glucose data from freestyle libre 3. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.